Event description:
The cath lab experienced an "istat event" with a pci (percutaneous coronary intervention) case where two I-stat activated clotting time (act) tests were performed after two doses of heparin was 188 secs. The doctor ordered a third dose of heparin based on the act results and subsequently performed an act on the hemochron response analyzer with a result of 378 secs.